Event description:
It was reported that, oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.

Event description:
Rv lead damage was suspected by technical support but was not confirmed by the healthcare professional.